Event description:
It was reported that the patient in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator showed 3 failed shocks then a successful shock for appropriate ventricular fibrillation and the high voltage impedance changed. The device was explanted and replaced. The patient was in stable condition.